Manufacturer narrative:
Device evaluation: upon the investigation of heartmate ii lvas, an abbott investigator observed superficial driveline damage. Incidental finding: cosmetic damage was observed on the external portion of the driveline which had been repaired with tape. Device was returned assembled. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the inlet tube with green sutures. The outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. Vad-4955 appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Evaluation of the inflow and outflow conduits revealed no evidence of laminated or denatured thrombus formations or depositions. The driveline was severed approximately 2.5¿ from the pump housing. A distal segment of the driveline adjacent to the metal connector was also returned measuring approximately 36¿ in length. The driveline was wrapped in blue tape beginning approximately 9¿ from the pump housing and continuing until approximately 0.5¿ from the metal connector. Upon removal of the tape, extensive silicone jacket damage was observed. The damage to the silicone jacket did not penetrate the underlying bionate layer. The clear bionate layer appeared unremarkable with no obvious signs of wear or damage. The metal braided shield of the driveline demonstrated normal wear for its duration of use. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided the manufacturer is closing the file on the event.

Event description:
It was reported that patient underwent routine heart transplant on (B)(6) 2019. Pump was returned for analysis.